Manufacturer narrative:
Additional information indicates that during extraction of the ra lead due to infection, the ra lead tip broke off in the subclavian vein. To date, these products have not been returned to boston scientific. This event will be updated if any additional information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) patient developed a system infection. The patient's system includes a transvenous right ventricular (rv) lead, a transvenous left ventricular (lv) lead, and a transvenous right atrial (ra) lead. Lead vegetation growth was observed.

Event description:
--

Manufacturer narrative:
The device and leads were explanted, and all products were sent to the hospital's pathology department. It is unknown at this time if these products will be returned to boston scientific. This event will be updated if any additional information becomes available.